Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. Functional testing confirmed an fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation procedure, after placing the sheath into a patient, performing transseptal with a non abbott needle and inserting a 7.5f non abbott catheter into the sheath, a blood leak was noted from the hemostasis valve of the sheath. Thee sheath set was replaced and the procedure was completed with no adverse consequences to the patient. No additional femoral vein puncture was required for replacing the sheath.